Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on an unknown date on (B)(6) 2022. Confirmation testing was performed on an unknown date via an unknown platform at a hospital and generated a negative result. Although requested, no additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
The customer was unable to provide the required information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded; single use

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on an unknown date in (B)(6)2022. Confirmation testing was performed on an unknown date via an unknown platform at a hospital and generated a negative result. Although requested, no additional information, including patient treatment and outcome, was provided.